Event description:
It was reported that the pump battery depleted too quickly, causing the pump to shut down. The shutdown led to the customer¿s blood glucose level rising above 500 mg/dl, with the exact value unknown but indicated as "high." To address the high blood glucose level, the customer administered a correction injection using manual insulin injections. Reportedly, the customer reverted to alternate method of insulin therapy.